Manufacturer narrative:
(B)(4). Batch: p93c36. Investigation summary: the analysis found that one pve35a device was returned with the frame slightly separated and with no cartridge loaded on the device. The device was returned with a non-working firing mechanism. Further analysis showed that the switch actuator post was found to be broken. No functional test was performed due the condition of the device. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure that the power didn¿t work or that the batteries were bad with two of the devices opened for this procedure. A third device was used to complete the procedure. There were no adverse consequences for the patient.